Manufacturer narrative:
Event summary: upon visual inspection of the mapping catheter, 990063-015/ 214577075, results showed the loop was out of plane and had a kink at the end of pebax tuping. The inability to insert the returned mapping catheter to lab test balloon catheter was not reproduced. The balloon catheter was not returned. In conclusion, the reported issue (compatibility) was not confirmed through testing. The mapping catheter tested out of specification and failed the returned product inspection due to loop out of plane and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.